Event description:
A copy of the medwatch report from the FDA was received, which states," the clinician went into room and noticed the infused medication (midazolam) bag was empty. The bag was clamped immediately. The clinician verified the rate and dose of 2 mg/hr with sedation infusion (fentanyl) appeared to be running at programmed rate. The clinician disconnected the midazolam bag, spiked ns (normal saline) bag and programmed the same channel and tubing then restarted. The clinician noticed immediately the drip rate was significantly faster that the ordered rate of 2 ml/hr. The clinician disconnected the tubing from patient. The pump and all associated modules were isolated with tubing still intact. The fentanyl infusion was changed over to a new pump device and module." There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility